Event description:
The device was used to determine the pt rhythm to be fine ventricular fibrillation. An attempt was made to defibrillate the pt with the device. Reportedly, the device did not deliver defibrillator energy to the pt. The pt was not resuscitated. However, the reporter indicated that pt outcome was not affected by the discrepancy, since the pt was not a viable candidate for resuscitation.